Event description:
Related manufacturer reference number: 2017865-2022-15241. It was reported that an asymptomatic patient presented to the clinic with episodes of right ventricular lead noise resulting in oversensing on (B)(6) 2022. An abnormal sudden drop in the lead's pacing impedance was also noted on a transmission from (B)(6) 2022. No intervention was reported to address either issue on the lead. It was also reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event. The patient was stable throughout.

Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.